Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "failed flow rate" was not reproduced. Evaluation sent device to flowline for flowrate accuracy test and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy during an unspecified process step. There was no patient involvement. No additional information is available.